Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, during the section and stapling of the stomach, the echelon clamp got stuck on the stomach. The surgeon managed to unblock the device. The first staples of the reload had come out even though stapling had not been carried out. Use of another reload from the same lot with a new echelon clamp. It happened again. Change of the lot number of the reload, everything went well with the new lot. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4), date sent: 12/13/2023. Additional information: do you mean staples come out but were not fully formed (b-shape closing)? Or the device did not staple at all? Did the device cut the tissue? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? The device did not stapled at all and remained stuck. The surgeon was able to unlock it with the safety maneuver. No effect for the patient.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2024. Additional information was requested and the following was obtained: did the device cut the tissue? No. The stapling was blocked on the first stroke and was incomplete. The issue occurred with two reloads and two clamps.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2024. D4: batch # 703a34. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one long60a device was returned with no apparent damage and with two gst60g (b and c) reloads present. The reload (b) was received partially fired 1/10 and the reload (c) was received partially fired. The returned device and reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple lines and cut lines were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 703a34, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device cut the tissue? No. The stapling was blocked on the first stroke and was incomplete. The issue occurred with two reloads and two clamps.